Event description:
The customer reported approximately 4 mls of fluid leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat protection at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the pinch valve vl53a was broken. The fse replaced the pinch valve to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).